Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that customer had experienced high blood glucose. The customer's blood glucose levels were over 500 mg/dl and 219 mg/dl. It was reported that the customer was treated with manual injection or insulin pen. It was reported that the customer was not using auto mode. The insulin pump will not be returned for analysis.